Event description:
It was reported that the right ventricular lead had dislodged and there was no capture noted on the eletrogram. Initially, reprogramming was performed to aai mode and a month and a half later the lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the advisa MRI study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.